Event description:
The customer reported that on 1/16/1998 vasoseal was used following a ptca procedure. Ten days later the pt presented with swelling and pain at groin site. Ultrasound revealed a 3cm pseudoaneurysm that was unsuccessfully compressed by ultrasound. The physician injected thrombin into the pseudoaneurysm which was successful.